Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two ophthalmic blades tips were found to be not sharp before intraocular lens implantation surgery. The surgery was completed after replacing it with another product on the same day. There was no further patient impact was reported.